Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared end of life (eol). Codes were also noted indicating battery depletion and charge time out occurred. Approximately six months prior the remaining battery was listed as 50%. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific).

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared end of life (eol). Codes were also noted indicating battery depletion and charge time out occurred. Approximately six months prior the remaining battery was listed as 50%. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.